Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer noticed the cannula was partially pulled out from infusion set. Troubleshooting was performed and the insulin pump passed the tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.